Event description:
Stent was placed successfully on 1/11/96. Seven months later, the pt experienced chest pain and increased mucus. On 8/15/96, the physician performed an endoscopy and noted the stent appeared deformed. The physician opted to push the stent into the stomach. A snare was used to retrieve the stent; however, a portion was removed. Further stent removal with a snare was terminated due to potential injury from the sheared wires. The pt was taken to surgery where a gastrostomy was performed and the stent pieces were removed successfully.